Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the complaint. The customer was issued a replacement main circuit board as part of a warranty claim. Resmed reference#: (B)(4).

Manufacturer narrative:
The device main circuit board was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a manufacturing issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no harm or serious injury reported as a result of the incident.